Event description:
A pusher arm of a gac100-xs extra small ais-c anchored inserter broke during a procedure. This caused a delay in the procedure of less than 10 minutes as the broken component was retrieved. The surgeon used an available backup driver and completed the procedure without further incident.